Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and no anomalies were found. (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during an initial implant attempt, the lead was connected to the implantable pulse generator (ipg) and the impedance was out of range. The lead was disconnected and then reconnected to the device with the same results. A new lead and device were implanted. No patient complications have been reported as a result of this event.